Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that obstruction detect for ise sample probe was leaking and replaced it. The fse also flushed the flow cell. The fse verified repair per established procedures; results meet published performance specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that while troubleshooting for ion selective electrode (ise) calibration on the synchron cx5 delta instrument, they noticed a leak in ise compartment coming from transducer. No patient results were generated in this event. Customer was wearing personal protective equipment. No injury was reported on this issue.